Event description:
Call transferred from psr. Pt called spontaneously regarding cadd legacy pumps. He reports that both pumps (B)(4) were malfunction. Pump (B)(4), the reservoir won't go to 100, yet, pt just replaced the batteries and rebooted the pump and pump is working perfectly. Pt will use that pump. Pump (B)(4), pt reports that the pump is working "slower". He reports that he was due to change on the evening of (B)(6) 2019 yet the cassette volume was over 50 ml. Replaced. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6).